Event description:
It was initially reported that the sheath of the subject stent was kinked, therefore, it could not be inserted it into the microcatheter. There was no clinical consequence to the patient as a result of this event. Analysis of the device revealed that the stent was deployed prematurely during use. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed between the shaft and hub of the microcatheter. The stent delivery wire (sdw) and introducer sheath were also returned. The microcatheter was noted to be intact. All 3 marker bands were present on both ends of the stent. The distal end of the stent was pinched together by strands of what appears to be the material from the inner introducer sheath distal tip. Approximately 5cm appeared to have been removed from the distal tip of the introducer sheath. The sdw was noted to be intact. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event 'stent introducer sheath damaged' was confirmed visually. The device did not meet specifications when received for complaint investigation based on visual inspection. It was reported "the sheath of the stent was kinked, so that they could not insert it into the microcatheter." Additional information received indicated "out of box failure". The issue was noted during preparation stages. The returned distal end of the stent was pinched together by strands of what appears to be the material from the inner introducer sheath distal tip. Approximately 5cm appeared to have been removed from the distal tip of the introducer sheath. The sdw was noted to be intact. The stent was found to be deployed within the lumen/hub of the microcatheter, indicating the user proceeded to use the device but due to the analyzed defects noted, the stent could not be successful in its attempt to be used on the patient but deployed between microcatheter shaft and hub. It is probable that the device was unintentionally damaged during the unpacking or preparation of the device. The reported event 'stent introducer sheath damaged' and 'stent difficult/unable to transfer' as well as the as analyzed events 'stent introducer sheath distal tip damaged', and 'stent deformed' will be assigned handling damage as this complaint appears to be associated with a product that met the stryker's design and manufacturing specifications, but performance was limited due to handling damage that most likely occurred during device preparation. Based on the review of all available information, an assignable code of procedural factors will be assigned to the analyzed event ¿stent deployed prematurely during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.